Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection by the naked eye and magnification, a punctured cassette sheeting was observed. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device to device interaction testing. Leak testing did not pass due the damaged cassette sheeting. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error as a sharp object was used to open the carton. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a reload the set 201 alarm. This occurred during patient setup of peritoneal dialysis therapy. The home patient would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.